Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that when the battery was changed, the pump¿s basal programming and insulin:carbs (I:c) ratio settings were erased. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump booted on to the verify screen with audible and vibratory features. A 1.0u/hr basal rate and an insulin to carb (I:c) ratio of 1:10 was set in the pump. The pump was exercised for a 24 hour duration with no alarms or warnings occurring during testing. A routine battery change was simulated by removing the battery and inserting a new fresh battery. The basal rate and I:c ratio remained programmed in the pump with no changes. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The history settings issue was not able to be duplicated during investigation. There was no defect found.